Event description:
A week after femoral insertion of impella rp (right percutaneous) device, the patient started to have high purge pressures and corresponding decrease in flow suggestive of impending device failure. The impella circulatory blood support currently ran at p7 (3 lpm) but with improved pulsatility. Some increase in ectopy on current pressors. As impella decreased to p2 (1 lpm) with mild decrease in lvad (left ventricular assist device) pulsatility and the hmii (heartmate ii) heart pump decreased to 9000 rpm, physician decided to proceed with removal of device.